Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: problem code 3009 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: correction to block b5.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on february 27, 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the needle was difficult to position and the procedure was done under general anesthesia. According to the complainant, the gel infiltrated the rectal wall. Reportedly, saline was injected in the rectal wall during hydrodissection. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be asymptomatic, and there was no delay in treatment. The patient has since received external beam radiation therapy.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the needle was difficult to position and the procedure was done under general anesthesia. According to the complainant, the gel infiltrated the rectal wall. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be asymptomatic, and there was no delay in treatment.